Manufacturer narrative:
(B)(6). Field service specialist checked equipment after the event and was not able to reproduce the error. Error was seen in error log. Unplugged and re-plugged all connections, adjust stepper controller voltages. It was reported that the nurse on site didn't know how to reset, when errors are clearable. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that gantry locked during surgery. Flap procedure was aborted and patient was re-schedule for a re-treatment. No loss of best corrected visual acuity reported.